Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a 102 inch (259 cm) appx 8.3 ml ext set bifuse pur standardbore smallbore w clave clear, spiros w red cap, dual check valve, 1.2 micron filter, luer lock. It was reported that the filter (small, upper, in-line) was found leaking to amino acid dextrose solution administration tubing during the afternoon line check (at 1300h). The event occurred during infusion. There were a patient involvement and no harm reported.